Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a lavh procedure the device was not working intermittently. The just had bleeding on large uterine vessels.. The device was not coagulating the vessel. They could not stop the bleeding. The case was converted to an open procedure. The patient had a blood loss of 650cc. Sutures were used to complete the case and control the bleeding. There was no blood transfusion needed. The device was discarded.